Event description:
Account reports incidents in which leakage occurs from the filter during usage. Reporter stated she did not know how many failures there were. Reporter added that there was no pt compromise. Set change only intervention required.

Manufacturer narrative:
Inspection of millipore filter air vents revealed fluid leakage could occasionally occur at low pressures and/or during normal gravity infusions. Millipore, the supplier of the filter, identified the root cause for the leaking condition and has reported the cause was attributed to air vent mfg process changes. These process changes were specifically linked to changes in air vent welding operations. Millipore is currently validating a different vent seal process which should provide a more robust vent seal, and resolve the reported difficulties. Baxter has also implemented actions to challenge the robustness of the air vent during co's set assembly process.